Event description:
Customer reported to beckman coulter, inc. (Bec) the probe on the coulter hmx analyzer with autoloader (hmx autoloader) was leaking. Customer reported that the hmx autoloader generated "backwash not performed" errors. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed the probe was bent, preventing the rinse block from moving as required to perform backwash operation. The fse straightened the probe and ensured that the rinse block could move freely and the backwash operation cycled successfully. There was no further evidence of leaking or error messages after the repair. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).